Event description:
Additional information received from the manufacturer representative reported that all issues were resolved. It was determined that the patient had misunderstood how to read the implantable neurostimulator recharger (insr) to see if the battery was full. The patient was educated on the different icons on the insr. If additional information is received, the file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the rep saw the patient on (B)(6) and the battery was discharged therefore no troubleshooting was done. The rep set up a follow-up appointment on (B)(6) and the patient was advised to charge the battery before then.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 377760, lot# v010025, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Information received from a consumer reported that the patient's battery wouldn't stay charged. The consumer wanted a manufacturer representative (rep) to call the patient. Information received from the patient reported that he spoke with the rep and was told to keep charging until they could see him. It was noted that the patient didn't have the device on but he still had to charge every three days and he was not sure why. The patient stated that something wasn't right. It was noted that the patient had an appointment with his pain management physician on (B)(6) 2015 and that everything would be checked then. No symptoms were reported. The issue occurred during use. No troubleshooting was done. The cause of the issue was not determined. Follow-up was being done to obtain this information; if additional information is received the event will be updated. The consumer's indication for use was noted to be spinal pain.